Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Additional information: the patient passed away on an unreported date. The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis therapy. It was not reported if the patient was hospitalized prior to or at the time of death. It was not reported if peritoneal dialysis therapy was being performed with a baxter device and/or baxter solutions prior to or at the time of death. The cause of death was unknown and it was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A review of device history indicates manufacture of the device is not related to the reported event. A review of the event history log found that there were no keystrokes, programming, or use related events that would indicate or contribute to the reported event. Visual inspection was performed and found no issues. The device powered on successfully. A short therapy was completed successfully. Upon conclusion of the investigation, the cause of the reported event was undetermined. Should additional relevant information become available, a supplemental report will be submitted.